Event description:
An implantable cardiac defibrillator (ICD) system was returned from unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately one month post implant of the ICD system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. Concomitant products: 4194 implantable pacing lead, (B)(6) 2006; 4068 implantable pacing lead, (B)(6) 2000. (B)(4).

Event description:
An implantable cardiac defibrillator (ICD) system was returned from unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately one month post implant of the ICD system. A cause of death was requested and not received.

Manufacturer narrative:
Product event summary (B)(4) the device was returned, analyzed and no anomalies were found. Performance data was also reviewed from the device and noanomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.